Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma" and concern with the product.

Event description:
Patient reported right side "seroma", "small lump" and "doctor wants to run a bi-alcl diagnostic." Device remains implanted.